Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. This usm was returned for failure analysis (fa), and the reported issue was confirmed and replicated during fa. A review of the field error logs showed the usm triggered error 297 on the axes controller, spar (acs) around the time of the complaint. During fa, error 297 was also replicated, along with error 297 on the axis controller motor (acm). The acm was replaced first, but this did not resolve the issue. After the axis controller arm (aca) was replaced, the unit was able to initialize and did not trigger any errors. However, when the original aca was reinstalled, the usm was still able to initialize without errors. Based on the troubleshooting performed, fa concludes the most likely root cause was an intermittent connection associated with the aca board. The clockspring harness and fcp harness will be replaced as a precaution.

Event description:
It was reported that during a da vinci assisted surgical procedure, the patient clearance on arm 1 would not rotate downward. The site power cycled the system as troubleshooting, but the issue persisted. The site also stated that an error was triggered; however, error logs were not available during the call, so no log-based troubleshooting was performed at that time.